Event description:
It was also noted that the patient did not have meningitis. If additional information is received, a follow up report will be sent.

Event description:
Follow up information from the healthcare professional reported that the primary site of the infection was the device pocket. In addition, it was noted that there was erosion at the pocket site. The patient was administered perioperative antibiotics. Treatment of the infection included intravenous and oral antibiotics. The patient outcome was reported as infection resolved. If additional information is received, a follow up report will be sent.

Event description:
It was reported, the implantable neurostimulator (ins) and lead were removed because "it didn't take." The ins and lead were replaced with a new ins and lead. An infection was also reported. The patient had "redness" at the pocket site. The patient's status was listed as no injury and no adverse event. About a week later, it was also reported, the device was removed due to infection. It was unclear what the exact reason for removal was and if the new ins was implanted in the same pocket as the previous ins. It was unknown if a culture was taken. Additional information has been requested, a follow up report will be sent if additional information is received.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID, 3093-28 lot# va03gdn, implanted: 2009 (B)(6), product type lead product ID, 3037 lot# serial# (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported the hcp had removed the lead and battery and would be replacing it. The hcp noted they were replacing it because it didn't take. The patient also had redness at the device pocket. The patient was mentioned to have had a few devices and wanted another one because it worked so well. When the rep arrived to the case everything had been removed from the body, so no manufacturer devices were in the patient until they put in the new lead and battery. Additional information was received from a rep. The rep stated they were not there for the case so they did not know the outcome of any culture taken. Additional information was received from a rep. The rep stated the system was replaced due to an infection on (B)(6) 2013. Additional information was received from a hcp. It was reported the patient was prescribed IV/oral antibiotics, they had pocket erosion, the primary location of the infection was the device pocket, and the infection was resolved. It was noted the patient had preexisting diabetes.